Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they were uncertain as to the cause of the event. Hospitalization was not required for the event. The patient outcome was reported as patient recovered without sequelae (and ¿no injury¿). If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient hadn¿t been urinating for 14 hours. It was stated that the patient was recently implanted and had not voided the day of report. It was later reported that at the time of the initial report the patient was on day 3 or 4 of their trial and they diagnosed the patient with a bladder infection. It was stated it was not related to the trial at all and they were given antibiotics to clear it up. The patient had since gone on to a permanent implant and was getting good relief. It was noted the patient urinated regularly and was pleased with their therapy.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).